Event description:
The nurse found the catheter broken. When examined the catheter under a microscope, she observed jagged edges.

Manufacturer narrative:
The sample is not available for the investigation. Upon completion of the no sample investigation, a supplemental report will be submitted. (B) (4). (B) (4).